Manufacturer narrative:
(B)(4). Results of investigation: this unit was field serviced by a carefusion authorized service center. The service technician was unable to duplicate the customer's reported issue. No parts were replaced. This complaint was included in a two-year retrospective complaint review to assess MDR reportability compliance. This complaint was deemed to meet the requirements for MDR submission and is therefore being submitted to the FDA.

Event description:
It was reported to carefusion that the ventilator was stacking breaths with peep while on a patient. There was no patient harm associated with this complaint, the patient was placed on another ventilator. It was also reported that the ventilator alarmed "low pressure" and "low peep" and may have possible alarmed "low minute."